Event description:
It was reported that the patient underwent a revision surgery to replace a broken rod at o/c1. It was found at the revision surgery that both set screws at c2 were loosening. The screws were replaced at this revision procedure as well

Manufacturer narrative:
(B) (4). Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device was not returned to manufacturer for evaluation. We are unable to determine the cause of the event; however, the suspect devices in use are lot# 0010715w, 0012732w, 0012733w, and 0012734w. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications. In addition, this part is not approved for use in the united states; however, a like device catalog # 6950305, 510k # k042498 was cleared in the untied states.